Event description:
It was reported that while using the tube sst plh 13x75 3.5 plbl gold br that there was erroneous results. The following information was provided by the initial reporter: may 25th, the customer clarified that it's only one other patient with false positive in betahcg results, in a test performed on (B)(6) with batch 2364321. The tests were performed in different equipments to confirm the false positive result. R: it's a new event, happened on (B)(6) 2023 - please clarify dates and quantity of events; r: only one new event on (B)(6) 2023. - have erroneous results been delivered to patients? R: no; - if so, were there any consequences or medical intervention? R: new sample acquisition;

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were visually inspected with no issues identified. Further clinical testing could not be conducted as bd clinical laboratories are unable to test for hcg under current guidelines. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for erroneous results. H3 other text : see h.10.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the tube sst plh 13x75 3.5 plbl gold br that there was erroneous results. The following information was provided by the initial reporter: (B)(6), the customer clarified that it's only one other patient with false positive in betahcg results, in a test performed on (B)(6), with batch 2364321. The tests were performed in different equipments to confirm the false positive result. R: it's a new event, happened on (B)(6) 2023 - please clarify dates and quantity of events; r: only one new event on (B)(6) 2023. - have erroneous results been delivered to patients? R: no; - if so, were there any consequences or medical intervention? R: new sample acquisition;